Event description:
It was alleged that the pump did not deliver the amount of bolus that was programmed into the pump. The reporter stated that on (B)(6) 2012 the patient's blood glucose (bg) was 307mg/dl upon awakening. It was reported that the pump was programmed to deliver 4.7 units and two hours later the patient's bg was 407mg/dl. The reporter claimed that the bolus history revealed that 2.0 units were programmed and delivered instead of 4.7 units. The reporter said that the patient did not have symptoms of hyperglycemia, received a 3 unit bolus via syringe, and the bg resolved to 68mg/dl. It was reported that the patient received a snack and bg rose to 98mg/dl without any further reports of bg excursions. The reporter noted that the patient was seen by an endocrinologist who adjusted the pump settings because the patient's bg was reported to be around 300mg/dl for some time. This complaint is being reported because of the allegation by the reporter and the endocrinologist that the pump did not deliver a bolus as programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):an ezcarb bolus was delivered and was accurately recorded in the pump history. The pump was exercised for 24 hours with no delivery issues. An ezprime operation was performed with no issues, and the units remaining were correctly calculated and recorded to the pump history. The complaint could not be confirmed or duplicated on investigation.